Event description:
It was reported to boston scientific corp in 2008 that a hydratome rx sphincterotome device was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a pt on two days earlier. According to the complainant, the tip of the device fell off in the pt prior to use. It is not known if the tip was removed from the pt. The physician removed the hydrotome rx sphincterotome and completed the procedure with a second hydratome rx sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device revealed that the working length was twisted, the exposed cutting wire was broken, and the remaining part of the cutting wire was broken, and the remaining part of the cutting wire had retracted into the device. The cause of the damage could not be determined. The tip was ripped, but had not detached from the device; the complaint could not be confirmed. A search of the complaint database revealed that no add'l complaints have been reported for this lot. The july 2008 15-month jagtome product family complaint trend report, inclusive of failure modes, was reviewed; no unfavorable trend was noted.